Event description:
It was reported that a patient underwent a ventricular septal defect surgery on (B)(6) 2013 and suture was used. While tying the knot, the suture broke. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4): representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements.

Manufacturer narrative:
Date sent to the FDA: 11/20/2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.